Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, the pump was reported warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Reportedly, the pump was charging during the event. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cgm error - error 42 issue was verified, but the battery-hot to touch issue could not be verified. The information will be used for tracking and trending purposes.